Manufacturer narrative:
Additional information. Manufacturer¿s investigation conclusion: the report of a tear in the white plastic covering of the driveline could not be confirmed as no images of the damage were provided and there is no product available for investigation. A specific cause for this event could not be conclusively determined through this evaluation. The submitted log file captured pump power ranging between 4.9 and 6.7 w, estimated flow ranging between 3.2 and 6.4 lpm, and average pi ranging between 1.6 and 5.8. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The data did not reveal any evidence of an issue with the driveline. The patient remains ongoing on vad-8490 and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 7 years 8 months 21 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2011. It was reported that the patient was having continuous alarms. Upon evaluation of the patient's driveline a small tear covered with rescue tape was noted in the white plastic covering of their driveline. No additional information was reported.